Event description:
While on call, pt stated 'I have an scs(spinal cord stimulator) - I replaced it with another one (another company) but it doesn't work as well as yours did.' This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Refer to add'l documents in i2k.